Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with an entriflex feeding tube. The customer reported that the device was placed on (B)(6) 2013 and removed on the same day. The customer is stating that the placement of the device caused the pt to have a pneumothorax. It was also reported that there was no failure with the product, just that the placement was incorrect. Due to the pt's medical issues the lungs were not able to heal resulting in medical intervention to reduce the pressure in the chest. The pt was on a ventilator, and had an endotracheal tube when the feeding tube was placed. The pt was reported to have expired on (B)(6) 2013.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway; upon completion, the results will be forwarded.